Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient is pleased overall with her vision and results, and only occasionally uses over-the-counter glasses. She would like her distance vision to be a bit sharper and also complains of halos and glare while driving at night. During a follow-up exam, the surgeon was able to observe z-syndrome on the patient's right eye. Trace to 1+ posterior capsular opacification (pco) was observed as well. Another follow-up exam has been scheduled with the patient. The surgeon is evaluating treatment options.

Manufacturer narrative:
The lens remained implanted, therefore it was not available for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Therefore, the root cause of the reported event cannot be conclusively determined.